Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump reset and shut off unexpectedly. The customer's blood glucose (bg) level was 303 mg/dl. The customer confirmed pump display turned on when plugged into a power source and the customer resumed insulin delivery successfully.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a data log corruption issue was identified.